Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported a touchscreen failure. No patient or user harm was reported.

Manufacturer narrative:
Adverse event or product problem: corrected to product problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 22jul2019, date rec¿d by MFR : 27jun2019. The manufacturer's field service engineer confirmed the reported touchscreen issue. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The fse completed an electrical safety test, a touch screen calibration and controls test. Passed all tests. Ready for patient use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR:12aug2019. The part was returned to the manufacturer for failure investigation (fi). The resistance ratios were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.